Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-25 serial #: (B)(4)./(B)(4).description: scs phiii ext 25cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the portion of the lead was eroding through the skin. An actual breakage of the skin was confirmed. The patient underwent a revision procedure wherein a portion of the lead and lead extensions that were exposed were removed. The entire lead was not explanted. No further course of action at this time. No device malfunction was suspected. The patient was doing well postoperatively.